Manufacturer narrative:
Additional information in d9, h3, h6. H10: the device was received for evaluation attached to the patient connector of the cassette. A visual inspection with the naked eye and magnification noted the female connector was separated from the main body. There was evidence on the female connector an insert chip was present and possibly was dislodged during disconnection. Functional testing including leak, clear passage and clamp function testing was performed with no issues noted. The connection between the patient connector of cassette and the transfer set was performed with no issues noted. The reported inability to disconnect the female connector was not verified; however, the separation of the transfer set components were verified. The cause of the separation was due to inadequate solvent application during manufacturing. A nonconformance has been opened to address the separation issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer set could not be disconnected from the patient line of an amia cassette and was separating from the light blue portion of the twist clamp. The female connector did not fully separate, it came out two mm from the light blue component. This occurred at the end of treatment for peritoneal dialysis therapy when the patient was trying to separate the female connector from the patient line. The nurse had to cut the patient line in order to disconnect the patient. The transfer set was used for about two (2) weeks. There was no report of patient injury, however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.